Manufacturer narrative:
We have not yet received the device for evaluation. Hence, we could not conclusively determine the root cause of the defect. As part of our manufacturing process, a 100% balloon and winding inspection are performed on the manufactured product. However, it is possible that the tension or the glue applied underneath the balloon prior to the balloon tying process was inadequate resulting in the slippage of the ligature from its position. Although we are inconclusive about the root cause of the defect, it is also possible that the balloon separated as a result of excessive pull force that was applied to remove adherent material during the procedure. It is possible that the tortuous anatomy of the patient, calcified plaque if present in the patient's vessel and excessive tension on the device during the procedure could also lead to this failure. To minimize the risk of balloon rupture/separation, maximum recommended inflation volume and pull force for the catheter should not be exceeded. We currently have a corrective and preventive action (CAPA) opened to investigate the possible root causes of this issue. We have contacted the distributor who reported this incident to us several times for additional information on this incident but we were unable to receive any more information.

Event description:
This is report 1 of 2 (please refer to 1220948-2018-00041 for another report). Catheter balloon detached completely from the catheter shaft during the embolectomy procedure.